Event description:
A pancreatic stent removal was performed utilizing another MFR's polypectomy snare. The stent was placed on december 24, 1997 and removed february 27, 1998. Upon removal, the snare was placed around the stent flap and force was applied to remove the stent; however, the stent severed and remained inside the pt. The remaining portion was immediately retrieved with a snare successfully. The pt is reported to be in satisfactory condition and no further complications occurred.